Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused asthma, chronic obstructive pulmonary disease, heart failure, stage iii kidney failure and nasal/throat irritation and soreness. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused (asthms,chronic obstructive pulmonary disease,heart failure,stage iii kidney failure and nasal.throat irritation and soreness). The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found a beige contaminant on the outside of the top and bottom enclosures. Pil found no evidence of sound abatement foam degradation and breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the device has no evidence of sound abatement foam degradation and breakdown, sound abatement foam degradation.